Event description:
A male patient was having a root canal and crown prep procedure. During this process the patient hit the screwdriver with his tongue and he knocked the screwdriver and the screw down his throat which was swallowed. The screwdriver was part of this kit. The patient did not have any reaction at the time the items were swallowed. He was taken immediately to the ER where the patient underwent two x-rays. The patient began to vomit and had diarrhea which the ER physician felt was normal due to the event of swallowing these items. No other treatment was administered. Both items were in the patient's stomach at the time of the last x-ray. Our account claims that the ER physician expects that he will pass both items naturally. On friday 19th of october, imp was advised that the patient had passed the swallowed pieces naturaly without any issues.